Event description:
A minimum fill notification was reported by the caller, and despite various attempts to address the issue, including reloading the original and new cartridges, the problem persisted. There was no adverse impact to the customer's blood glucose level. The caller, currently using multiple daily injections (mdi) for insulin therapy, was unable to resolve the cartridge loading issue even with assistance from technical support and a field representative. Consequently, the technical support team decided to replace the pump and instructed the customer to return the problematic device using a pre-paid label, ensuring they knew how to put the pump into storage mode beforehand.